Event description:
Surgeon asked for a sterile disposable supply. Orientee rn opened product. Product was not factory sealed on one edge. Surg tech accepted product without knowledge of unsealed. She changed gloves when issue discovered, product not put on sterile field.